Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: part 102035130s, lot 254664: the device history records (DHR) was reviewed and no non-conformances were observed during the manufacturing process. The product was released on: october 29, 2019. H3, h6: the device underwent decontamination before being sent to the analysis site resulting in deformation. The device cannot be investigated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during the removal of the screw from the tube the screw scraped on the plastic tube and created plastic shavings. The plastic shavings were removed and the screw was implanted. The tube will be returned for investigation. Procedure was completed successfully with three(3) minutes surgical delay. No adverse patient harm. This report is for one (1) 4.0 ply scrw 3.5x30. This is report 1 of 1 for complaint (B)(4)